Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilation was performed. The deployment starting point was at the bottom of the pigtail catheter. The implant depth was approximately 3 millimeter (mm) on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). It was reported that the valve dislodged completely out of the annuls, toward the aorta. Following dislodgement, the valve was positioned in the ascending aorta and was not moving. It was noted that a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the evolut transcatheter aortic valve was successfully implanted, the valve dislodged towards the ascending aorta following removal of the delivery catheter system, just before the final hemodynamics and fluoroscopy check could be completed. The valve subsequently dislodged towards the ascending aorta. The physician snared the valve and then successfully implanted an non-medtronic valve (edwards). The patient was reported to be healthy and in good condition with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two static images were provided for review. The images show a released valve that appeared to be significantly under expanded, and two pigtail catheters, one across the valve and positioned in the left ventricle and the other around the outflow of the valve. The subsequent image revealed that sometime after valve assessment and withdrawal of the pigtail catheter, the valve dislodged aortic. It is possible that the pigtail catheter that was positioned near the outflow could have contributed to the dislodgement. However, since the dislodgement event was not captured it is not possible to validate cause of the dislodgement. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with a new delivery catheter system (dcs). As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.